Event description:
It is reported that a customer calling to receive a replacement insulin pump because their current pump over heated and burned the customer's thigh. The patient's blood glucose level was at 126 mg/dl. The customer stated that they had received a blank screen on their pump as well. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with full segments display due to missing connectors on interface board. No heating up on pump noted however, melted motor flex cable was found. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube.